Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized for high blood glucose on an unknown date. The customers blood glucose was unknown at the time to event. The infusion set had leaks due to which customer had high blood glucose. The insulin pump will be returned for further analysis.